Manufacturer narrative:
A getinge field service engineer (fse) replaced the pneumatic module assembly to fix the issue and performed full functional and safety checks to meet factory specifications. The unit passed all functional and safety tests per factory specifications. All tests are within range updates provided to the in-house biomed team. The pm was completed, and the iabp was then released and cleared for clinical service. The failure analysis and testing department received pneumatic module assembly associated with this complaint. This part was received with a reported unit failure message of fail pim test. Performed visual inspection of this part received and part looks to be in good condition. Installed pim into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of pim test failed. Performed all manifold tests and passed within the factory specifications. Pim passed testing. Retaining pim in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit is failing pim leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) unit failing pim leak test. A getinge field service engineer (fse) replaced pneumatic module assembly (d997-00-1178 ) to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. All tests are within range updates provided to in-house biomed team. The pm was completed and the iabp was then released and cleared for clinical service. There was no patient involvement.